Event description:
Additional information was received from the health care provider that reported that the troubleshooting performed related to the intermittent /erratic therapy and stimulation only working in certain positions remains unknown. The patient tried to attempt to adjust settings as an intervention taken, but the cause of the intermittent/erratic therapy and the stimulation only working in certain positions was not known and the patient declined further assistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. The patient also reported they were implanted for raynaud's. It was reported therapy was intermittent/erratic. The spinal cord stimulation would only work when laying on their back and their legs were higher than their head. It was reported the implant never worked right, and that if it worked, then only for about 30 seconds before it gradually faded. Reprogramming the patient's device was tried multiple times.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the patient has severe raynaud¿s and will now need to get a new appointment when it is warmer. The steps taken to try to resolve the intermittent or erratic therapy and the stimulation only working in a certain position was to contact the manufacturer. The patient has left the leg set for about 3 on both a and b settings. To get the right leg to feel therapy, the patient constantly works and is changing the right leg settings for about 7. The relief is very dependent on his posture, so his prior health care provider got him a back brace. The patient noted that it is also not consistent. The patient stated that when it works, it really feels good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.